Event description:
It was reported that the pt underwent a pump replacement in 2009. During the pump replacement the surgeon reused the initial pump connector and resutured it on the new pump. Subsequently, the pt experienced withdrawal with increased spasticity. It was confirmed that the catheter was disconnected from the pump. When the catheter revision was performed the pump pocket was opened and the hcp discovered the suture had cut through the silicone on the old connector creating a cerebrospinal fluid leak. The connector was replaced. After the revision, the pt reported no other symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.